Event description:
Customer responding to field notification letter. Customer stated that the drive support disk popped out, but he pushed the drive support cap back in. Customer was not connected to the insulin pump. Customer's blood glucose is 170 mg/dl. Advised customer not to manipulate or push the drive support cap while connected. Advised the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.